Event description:
It was reported the customer received a motor error alarm while rewinding their insulin pump. It was also found the customer had several other motor error alarms. Customer's blood glucose was normal and did not require medical treatment. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)